Event description:
The manufacturer received information alleging a ventilator would not operate on internal battery power. The device was not in patient use. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that allegedly would not operate on battery power. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue. The internal battery was forwarded to the quality assurance laboratory for further investigation. During the investigation, the root cause of the internal battery issue was found to be a failed .5vdc cell imbalance.